Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 90% restenosis in the distal circumflex. Reportedly, the 2.0 x 8mm nc trek balloon catheter was advance; however, the balloon ruptured during first inflation at 8 atmospheres. A non-abbott balloon catheter was used to complete the procedure. There was no resistance felt during advancement or removal of the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.